Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of tubing kinked/tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock experienced a case of kinked tubing, and a case of spontaneous disconnection. The following information was provided by the initial reporter: the current set kinks easily. Experiencing the catheter dislodging from the patient based on the length of the tubing and the location of the connectors.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) and stopcock experienced a case of kinked tubing, and a case of spontaneous disconnection. The following information was provided by the initial reporter: the current set kinks easily. Experiencing the catheter dislodging from the patient based on the length of the tubing and the location of the connectors.